Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device was recalibrated to address the issues.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device was recalibrated to address the issues. During the evaluation, the blower, inlet air path foam, inlet air path assembly, pollen filter and 43 micron filter were replaced due to dirt contamination.